Event description:
Report received of a tubing separation. It was reported that a nurse started an IV on an infant and attached the extension tubing. When threading the spin collar on and tightening the extension tubing, it felt like it "stripped", loosened up, and became disconnected. There was an unknown amount of blood loss reported, but not enough to require hemoglobin/hematocrit laboratory testing or a transfusion. No pt harm reported. Add'l info was requested, but the customer contact reported that no further info was available.